Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high and undefined impedances, and loss of capture on the right ventricular (rv) lead. It was also noted that there were high thresholds on the right atrial (ra) lead. The ra and rv leads were capped and replaced. No patient complications have been reported as a result of this event.